Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation following a fall. The pt fell backward onto the neurostimulator device pocket area. When stimulation was on, the pt felt shocking that traveled from the device pocket in the right hip to the left buttock area. The pt also noted that the device felt like it was sitting differently than before in the pocket since the fall occurred. However, the pt felt that the stimulation sensation remained the same since the fall. Due to the discomfort from the shocking, the pt eventually turned the stimulation off. Impedance readings >4000 ohms on all of the bipolar pairs were reported. All monopolar pairs were within normal range c-0=1393, c-1=1200, c-2=1087 and c-3=1087 ohms. All combos with 0 were >4000, 1-2=2166, 1-3=2166, 2-3=1200 ohms. The pt was programmed to 0, 2. Add'l info was requested.